Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "worn, scratched and damaged excessively". Reportedly, the reason for the damaged touch screen was not reported. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.